Event description:
During an in clinic follow-up, low pacing impedance, low p-wave sensing, and noise resulting in oversensing was observed on the right atrial (ra) lead. The lead was explanted and replaced to resolve the event. Ra lead insulation damage was identified during the explant procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of low pacing impedance, low p-wave sensing, and noise resulting in oversensing and insulation damage were confirmed. As received, a complete lead was returned in one piece with the helix in the retracted position clogged with blood and tissue. A visual inspection of the lead revealed clavicle crush damage flattening the outer insulation and outer coil. Electrical testing was performed and revealed an internal short due to clavicle crush damaged to the inner insulation. The cause of the reported events was isolated to a rib clavicle crush damage.